Event description:
Boston scientific received information that during a routine implant procedure, this device displayed out of range pacing impedance measurements greater than 2,000 ohms and shock impedance measurements greater than 125 ohms. Troubleshooting attempts were made, however, no improvement in measurements observed. The device was ultimately removed and a new device delivered successful measurements. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.